Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced no-flow while using a continu-flo solution set. This observation was made during patient use, though no patient injury or adverse event was in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One unit was received for evaluation against the reported condition of no-flow. This device was visually and functionally tested per product specifications and no defects were noted. The set and each of the three y-sites was observed with flow during testing. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.